Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 41 mg/dl, which was treated with food. Customer does not think that low blood glucose was due to insulin pump. Customer reported to have eaten and guessed carb and over delivered for it.